Event description:
Customer reported damage to pump housing, particularly the usb port and pins, which affected charging ability. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to switch to an alternate form of insulin delivery and a replacement pump was arranged to be sent by technical support.